Manufacturer narrative:
B5: event description updated. D4: device information added. H4: date added.

Event description:
Champion af study. It was reported that a late thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device with delivery system (wds) was used. The procedure was successfully completed on (B)(6) 2021. 88 days post procedure on (B)(6) 2021, a required 4 month follow up imaging and transesophageal echocardiogram (tee) assessment were performed. A pedunculated, mobile thrombus measuring 1 square cm was observed on the atrial facing surface of the closure device. There was no evidence of thrombus in the left atrium and no pericardial effusion or aortic atheroma were noted. The patient was prescribed 5mg apixaban, an anticoagulant. No patient complications were reported. It was further reported that the patient was on 10mg of apixaban prior to the index procedure. When the thrombus was discovered, the patient was given a prescription for 10mg apixaban. On (B)(6) 2022, 179 post index procedure, during an unscheduled visit a tee assessment revealed no presence of thrombus on the closure device or in the left atrium. On (B)(6) 2022 apixaban was discontinued as the event was considered resolved.

Event description:
(B)(6) study. It was reported that a late thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device with delivery system (wds) was used. The procedure was successfully completed on (B)(6) 2021. 88 days post procedure on (B)(6) 2021, a required 4 month follow up imaging and transesophageal echocardiogram (tee) assessment were performed. A pedunculated, mobile thrombus measuring 1 square cm was observed on the atrial facing surface of the closure device. There was no evidence of thrombus in the left atrium and no pericardial effusion or aortic atheroma were noted. The patient was prescribed 5mg apixaban, an anticoagulant. No patient complications were reported.